Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that where the end of the handle where it attached to the pump has sheared off causing the lift to give and patient fell to the bed. No injuries to report.

Manufacturer narrative:
Product evaluated and was confirmed for the pump link shearing. There was minimal rust found but no evidence of material degradation in the link cross-section. There was no dimensional or material defects found with the link component. The complaint of the pump link failure causing the parent lift to give could not be neither confirmed nor refuted. The pump piston functioned appropriately despite the broken link.

Event description:
Dealer states that where the end of the handle where it attached to the pump has sheared off causing the lift to give and patient fell to the bed. No injuries to report.